Event description:
Additional information: it was reported that the patient had the revision of the pump pocket because she had lost a significant amount of weight. The pump was functioning fine at the time of her revision. It was indicated there was "no need to do any diagnostic testing prior to her surgery". It was noted that the patient was "doing well with her therapy".

Event description:
It was reported that the patient underwent a catheter and pump pocket revision. Per the healthcare provider (hcp) the sutureless connector (sc) wouldn't come off of the old pump when they tried to replace with a new one and the pump was replaced. No rotor or dye studies were performed. Patient sustained no injury; recovered without sequel. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent if it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly; normal device function. The damaged sc (sutureless connector) assembly along with the proximal catheter segment and pin connector were returned for analysis. Per analysis there appeared to be material failure. The retaining ring appeared to have been cracked under finger pressure making it impossible to deform the ring and retract the retaining ring fingers.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: 2007-(B)(6), explanted: unk; catheter model 8590-1, lot# n 107697, implanted: 2007-(B)(6), explanted: 2011-(B)(6). Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee; a process improvement plan and training are in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.